Manufacturer narrative:
The device was returned to the manufacturer for evaluation. There was evidence of thermal damage to the printed circuit assembly (pca), the heater plate and to the bottom enclosure. The bottom enclosure had two voids (1 x 1 mm and 2 x 0.5 mm), adjacent to a thermal event originating on the pca. The device was also found to be inoperable due to the opening (per design) of an internal fuse, designed to prevent further damage in the event of the fault condition. The CPAP device, returned with the humidifier and also reportedly affected by the failure, was found to have damage to its bottom enclosure. The source of the damage could not be determined; however, it appeared to be from an external source and not related to the humidifier failure. Internal examination of the CPAP device revealed the presence of a white residue, characteristic of evaporated tap water, present on the internal surface of the device's enclosure and its pca and heater plate. The top and bottom surface of the pca also exhibited both surface and component corrosion. The patterns of the corrosion appear to the consistent and related to the evaporated tap water deposits, and it is concluded the fluid ingress that the left the deposits was a contributing factor in the device's failure. Evaluation of the device and interviews with the complainant did not provide sufficient information to determine the cause(s) and path of the fluid ingress. Product labeling provides user care and handling instructions to prevent water ingress from occurring or affecting the operation of the device should it inadvertently occur (m series user manual heated humidifier, version 01, part number 1040469, page 4 section: warnings and cautions). The manufacturer concludes the water ingress and subsequent product failure were caused and or contributed to by a failure of the product user to apply the manufacturer's care and handling instructions when using the device. Product labeling also instructs the user to use only distilled water in the humidifier tank (m series user manual heated humidifier, version 01, part number 1040469, page 10, section: daily use). The presence of the mineral deposits within the device's housing indicates that tap or other sourced non-distilled water was repeatedly used with the device, contrary to product labeling, and subsequently contributed to the product failure. Assessment of the potential risk to users, resulting from the inhalation of fumes from the device's electronics compartment (in the event of an electrical failure that produced fumes), included an assessment of the device's air path. The air path was not found to be compromised by the thermal event, and it was concluded to have been effective in mitigating any risk to the product user. Evaluation of the risk to users associated with fire hazard included an assessment of the effectiveness in the device's design in mitigating this hazard. The device's housing, made of non-flammable materials conforming to (B)(4) standards, was concluded to have been effective in containing and resisting any substantial thermal involvement associated with the device's pca failure. The humidifier's intended use is for humidification of continuous positive airway pressure (CPAP) therapy. The loss of humidification may result in discomfort (dryness to throat) to the patient but does not represent risk of harm to the intended user. Complaint records for the affected device were reviewed to determine if the issue identified in this report had previously occurred and resulted in an adverse event. The complaint records reviewed were recorded from (B)(4), 2006 (the date the affected device was released for distribution) to (B)(4), 2009. The review determined that no reports or allegations of adverse events associated with this issue had been previously reported. Based on these findings, the manufacturer concludes that no further action is appropriate.

Event description:
The durable medical device (dme) supplier reported that a patient was awakened by an odor and observed smoke and sparks being emitted from their humidifier. No patient or user harm or injury was reported.